Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 250 mg/dl while wearing the pod for longer than 48 hours. In addition the patient reports the pod was leaking during wear. Once a the hospital the patients pod was removed from the pod infusion site, (abdomen). The patients blood pressure was checked and the patient received manual injections of fast acting insulin. The patient was released from the hospital after 3.5 hours. The pod will not be returned as it has been discarded.